Event description:
Hill-rom received a report from a hill-rem tech stating the brakes on the bed are not holding. The bed was located at the account in emergency room 7. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the base that holds the detent assembly was bent causing the brakes not to hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech installed a new detent repair kit to resolve the issue. Based on this info, no further action is required.